Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has catheter damage (detached), the sheath assembly not returned. No other issues or defects noted on the analysis of the returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stuck in stent occurred. A severely tortuous and severely calcified target lesion was located in the left anterior descending artery. An opticross¿ imaging catheter was selected to for use. During a percutaneous coronary intervention, the device got stuck with the stent. Subsequently, the hub of this device was cut off and a non bsc guidewire was delivered inside the wire lumen, and the device was removed. No stent deformation occurred and the device was removed without any issue. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stuck in stent occurred. A severely tortuous and severely calcified target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected to for use. During a percutaneous coronary intervention, the device got stuck with the stent. Subsequently, the hub of this device was cut off and a non bsc guidewire was delivered inside the wire lumen, and the device was removed. No stent deformation occurred and the device was removed without any issue. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.